Manufacturer narrative:
The device is expected to be returned however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customers blood glucose level was [b][6]. During a pump system check, a new cartridge was loaded, a minimum fill notification was received and a pump air leak was detected. Reportedly, the customer reverted to manual dose injection for insulin therapy and a replacement pump was sent to the customer.hold for brandi 2.14